Manufacturer narrative:
(B)(4). Concomitant medical products: 00610505828 ¿ trilogy poly liner ¿ unknown lot, unknown versys 17 femoral stem ¿ unknown part ¿ unknown lot, unknown trilogy shell ¿ unknown part ¿ unknown lot. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00686.

Event description:
It was reported patient presented to physicians office approximately 22 years post implantation due to pain, grinding, popping/clicking, instability, numbness, and use of cane when walking. It was also noted that the left leg was longer than the right along with anterior and posterior impingement. Patient was scheduled for revision 2 months later where the head and liner components were removed and replaced due to pain and wear. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes and x-rays. Operative notes provided from a pre-revision office visit state that patient had been experiencing symptoms of pain, grinding, popping, instability and difficulty ambulating for approximately 8 months. Review of pre-revision x-rays show mild lateral asymmetric position of the prosthetic femoral head consistent with poly liner wear. There was slightly asymmetric lucency within the acetabulum and along gruen zones 1 and 7 of the femoral component. There was no evidence of component loosening. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.